Event description:
The lay user/patient contact lifescan (lfs) in may 2006 alleging that the adjuster for her penlet was broken. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached by telephone for further clinical information.on an unspecified date and time the patient mentioned that the depth adjuster of the penlet was broken and the lancet ended up puncturing the site deeper than expected. The patient could not stop bleeding and went to the ER where they treated her with cauterization. A customer care advocate (cca) sent the patient a replacement penlet. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, where she punctured herself and the patient's medical history. The complaint is being reported since the patient required medical attention after using a broken lancing device.